Event description:
Biopince core biopsy gun misfired when the radiologist was about to put the needle into the introducer during a renal biopsy. The needle was very close to hitting patient or the dr performing the procedure.